Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent and flickering image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited image has interference. The issue occurred during inspection for use. There were no reports of patient involvement.